Event description:
It was reported that the patient underwent esophageal ablation in july, 2003. Patient underwent second ablation in september, 2003. In october, 2003 patient had symptoms of dysphagia. A week later patient was dilated.